Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a transarterial chemoembolization (tace), guidewire breakage occurred. The tace was performed on the liver. It was reported that the fathom wire became stuck in a small artery and broke into two pieces, around 20cm detached when trying to remove it. A part of the wire was removed with a snare, but approximately 5 cm was left in the lienal artery. No further patient injury has been reported.

Event description:
It was reported that during a transarterial chemoembolization (tace) guidewire breakage occurred. The tace was performed on the liver. It was reported that the fathom wire became stuck in a small artery and broke into two pieces, around 20cm detached when trying to remove it. A part of the wire was removed with a snare, but approximately 5 cm was left in the lienal artery. No further patient injury has been reported.

Manufacturer narrative:
Additional information: device evaluated by MFR, method, results, conclusion. The guidewire was returned wrapped around itself packaged in its opened pouch and box in double biohazard plastic bags. A section of the guidewire was returned in a glass vial. The torque device used with the guidewire was also returned. The device was returned in 3 sections: a proximal section, a distal section (approx. 8cm in length), and a small section of what appeared to be a portion of the platinum coil and core wire which was severely stretched and twisted. The nitinol, core wire and platinum coil had separated. The separated platinum coil and core wire section was returned full of blood. The distal section was determined to be another device. It was not part of the subject device, based on microscopic examination. The distal section was cut, and it appeared to be a piece of twisted and stretched plastic. The distal section of the subject device was not contained inside, nor was it returned. The ptfe coating was examined. Visual examination of the guidewire revealed the ptfe coating was compressed and scraped 35.0cm from the proximal end. The ptfe was scrapped around the core wire. The ptfe appeared to be scraped off with the torque collet. The guidewire torque device was examined and the torque cap had been separated and could not be repaired. Due to the condition of the returned device, a functional evaluation could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).